Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed chiller hot gas bypass valve. During evaluation, it was observed that t4 was 29.9 when the chiller tank was full. Replaced the chiller assembly. The control panel coin cell was replaced due to age. Tank seals pulled off the tank during chiller repair. Tank seals were replaced. Two extra tubes were replaced for extending into the tank due to over expansion. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Review of the DHR did not indicate any manufacturing nonconformance that could have caused and or contributed to the reported event. Based on the results of the investigation, no additional actions can be taken. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration error 80. Per review of wo notes, chiller temperature (t4) was 29.9 chiller tank full. It was determined that this device had a failed chiller. Per sample evaluation results on 23mar2026, tank seals pulled off the tank during chiller repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration error 80. Per review of wo notes, chiller temperature (t4) was 29.9 chiller tank full. It was determined that this device had a failed chiller.